Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris pump module infusion sets experienced air in line. The following information was provided by the initial reporter: 2 nurses reported ail during priming of lipids. One nurse further reported air throughout tubing, but especially in the pumping segment. Nurses primed with the roller clamp wide open. We reviewed priming slowly to prevent ail.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that there was air in the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd alaris pump module infusion sets experienced air in line. The following information was provided by the initial reporter: 2 nurses reported ail during priming of lipids. One nurse further reported air throughout tubing, but especially in the pumping segment. Nurses primed with the roller clamp wide open. We reviewed priming slowly to prevent ail.